Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/20/2016, that on (B)(6) 2016, a loss of connection between the transmitter, receiver, and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Previously, data was evaluated and it confirmed the customer complaint. The reported event of loss of connection was confirmed. The root cause could not be determined.